Manufacturer narrative:
A limited investigation was able to be performed with no results able to be obtained.

Event description:
A post market clinical followup study was received. The patient underwent an arthrodesis of the calcaneocuboid of the right foot. At the 3 months post-op visit the surgeon noted radiographically that the staple of the right foot had broken. Surgeon recommended monitoring the situation and scheduled a 6 week follow up. Patient was a no show for the follow up visit and returned to work.